Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for evaluation. A review of initial films shows fusion construct t3-s1 with pedicle screws and extension to iliac crest. Acdf present mid-cervical. Previous fracture noted at t12 and l2. Alif was done at l3/4, l4/5, and l5/s1. Intra-op films on (B)(6) 2011 show rods broken at l3-4. Unable to determine cause of the event.

Event description:
It was reported in the patient operative reports that, following an initial surgery on (B)(6) 2008, the patient underwent a revision surgery on (B)(6) 2009 for revision of the rods and posterior instrumentation at t4-s1; re-do of posterior arthrodesis t4-s1 with bmp, resorbable ceramic granules, and cancellous chips; and tlif at left l2-3 and l3-4 with peek cage and bmp. Reportedly, there was a maturing posterolateral fusion at t4-s1, but no definitive solid fusion at multiple levels. The patient was a smoker and the surgeon recommended the patient discontinue smoking in an effort to allow the fusion to occur. On (B)(6) 2011, the patient underwent a third procedure for recurrent low back pain and pseudoarthrosis at l3-4 with rod fracture and loss of sagittal plane correction. Procedure was for alif l3-4, l4-5, l5-s1 with femoral ring and bmp; placement of anterior plate and screw constructs at l3-4, l4-5, l5-s1; explant of rods previously placed at t4-ilium; replacement of bilateral s1 screws; exploration of posterior fusion t4-s1; and posterior spinal fusion with bmp and cancellous chips t0-t11 and l1-s1. Pseudoarthrosis was noted at t10-11 and l2-3, and movement was noted posteriorly at l3-4, l4-5, and l5-s1.